Event description:
It was reported that one day post implant, the patient complained of left-sided pain and cardiac perforation was suspected. An echo was performed and the lead appeared to be outside of the cardiac silhouette. It was noted that the lead was tested several times and all numbers for impedance, sensing, and capture thresholds were within normal parameters and consistent. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted: (B)(6) 2014. (B)(4).